Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® flashback blood collection needle was used and caused the patient to leak blood. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: during nurse withdraw the blood from patient, third tube, fbn sleeve not recovery, cause patient's blood leaked on table. No blood on nurse naked skin.

Event description:
It was reported that bd vacutainer® flashback blood collection needle was used and caused the patient to leak blood. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: during nurse withdraw the blood from patient, third tube, fbn sleeve not recovery, cause patient's blood leaked on table. No blood on nurse naked skin.

Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and no issues were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and no issues were observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.